Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 38 mg/dl. Customer had low blood glucose, fell down and broke their hip. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose with glucose tablets. Customer believed they took too much insulin which resulted in high blood glucose levels. Customer performed the displacement test and passed. Customer was advised to monitor the insulin pump, monitor their low blood glucose levels and call back if issues persist.